Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had been having problems with their bowels for the last six or seven months. The patient made an appointment with the technician to have their device reprogrammed several weeks prior to (B)(6)2019 because they did not feel that it was working properly. The patient stated that they did not know the device was off on (B)(6)2019; their urologist had said for them to set it and forget about it. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that they were just at their health care physician (hcp) office on (B)(6) 2019 and met with a manufacturer representative (rep) and they reprogrammed the patient. The patient reported they were having problems with their bowels where if they had to urinate then they had to also have a bowel movement since 2019 (about a month ago). The patient noted the rep was aware of the bowel problems when they had to urinate at the appointment on (B)(6) 2019. While on the call, patient services walked the patient through how to change the program from 2 to 3 and the patient was redirected to follow up with their health care physician (hcp) regarding their symptoms. The patient noted they were not sure if they had ever changed the program themselves and it was noted when the patient connected to their ins on the call that day their therapy was off. The patient stated they were not sure how long their ins had been off. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient was still having a problem with their bowels. The patient had talked to a healthcare provider who told them it wasn't their department and they didn't work with bowel issues. The patient then spoke to their gastroenterologist who consulted with a different urologist that said the ins could affect the bowels. The patient thought the ins was causing them to have bowel issues. The patient also reported they were still getting up at night for urinary reasons, it was helping 50% but now it wasn't. The patient reported these problems had been occurring off and on for a year probably in 2018. No further complications were reported.